Manufacturer narrative:
The implant date provided is an estimate for emdr transmission. The actual implant date is unknown at the time this report is being submitted. The implant surgery occurred sometime 5 years ago. (B)(4). The product was not returned for analysis. A review of the device history records is not possible without additional product information. The hospital refused to provide the x-rays because of its policy.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion ( plif) surgery with instrumentation at l3/l4 and l4/l5. A cage was implanted. Three years ago the patient complained of pain. The left l1 screw was broken. Revision surgery was scheduled, however, the patient received the flu shot right before surgery so the revision surgery was postponed. The patient underwent revision surgery the beginning of april.

Event description:
It was reported that the patient underwent posterior lumbar interbody fusion ( plif) surgery with instrumentation at unknown levels. A cage was implanted at l3/4 and l4/5. Three years post-op the patient complained of pain. The left l1 screw broke. Revision surgery was scheduled for the beginning of april, however, the patient received the flu shot right before surgery so the revision surgery was cancelled. It was also reported that the patient had gastric cancer.